Event description:
Pt went into surgery for CABG mvr with a baseline act of 119, after 40,000 units of heparin were administered the act result ranged from 397-426 at 10:25 am, after an add¿l 10,000 units of heparin were given to the pt the act result was 377 at 10:30, and finally at 11:00 am act results ranged between 367-437 seconds.